Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. An inavsive procedure was performed. The lead was laser extracted. Following explant of the lead, a tear was observed in the superior vena cava (svc) that was felt to be related to the laser extraction. The physician opted to abandon the procedure prior to implant of a replacement lead. No additional adverse patient effects were reported. A new lead was implanted with the chronic ICD on the opposite side one month later.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.